Manufacturer narrative:
The date of event was estimated to be the same as the date communicated. The information was received via the distributor from (B)(6) and the date of event provided was (B)(6) 2013 which was prior to the pump implant date. The referenced sustained driveline infection was previously reported under medwatch MFR report #2916596-2014-01754. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: the patient has been implanted with the lvad for approximately 2 years. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a bacterial driveline infection and was treated with drug therapy only. The cause of the infection was noted to be a combination of "device related, patient condition and complexities of medical management." No further information was available.

Manufacturer narrative:
The device remains implanted supporting the patient. A correlation between the device and the reported infections could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.